Event description:
On 2/4/97 a malleable and a cylinder were implanted in the pt. On 2/11/97 both cylinders were removed from the pt due to the cylinder (left) going flat after inflation. Another device was implanted.